Manufacturer narrative:
(B)(4).

Event description:
Received info the ins was showing a power on reset (por) condition that occurred "a few hours after" the pt's radiation therapy session. The pt suspects a connection between the two event. Pt was instructed on how to clear the power on reset and will notify pt services if she needs any assistance.